Event description:
Angio seal device inserted into femoral artery. Confirmation of postiion attempted, wouldn't confirm, readjusted without success. Md unable to remove collagen plug. Device cut below valve and wire inserted.